Event description:
The customer reported that the door closed on an employee's left arm. The customer stated that while the employee was removing a biological indicator, the door started closing on her arm. The employee pressed the cancel button and the door opened and released her arm. The customer stated that the employee who experienced this issue saw a doctor in employee health where she had an x-ray taken that showed that there was no internal damage. The customer stated that the employee was diagnosed with a "contusion" and was sent back to work. The customer stated that the employee had a bruise on her arm. The customer stated that the employee stated that she believed that the employee believes that she accidentally pressed the start button while she was reaching into the chamber. The customer stated that she already in-serviced the employees to do this. The fse went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found the injector pump connection to be loose. He reseated the injector pump connection and ran an empty chamber cycle. The unit met all manufacturer specifications.